Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the anterior communicating artery (acomm) using a neuron 6f 070 delivery catheter (neuron 070). During the procedure, the physician felt resistance and was unable to advance the neuron 070 completely through the non-penumbra sheath, despite using a guidewire. Therefore, the neuron 070 was removed. Upon removal, the physician noticed that the neuron 070 was kinked near the middle of the catheter. The procedure was completed using a new neuron 070 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the neuron 070 was ovalized approximately 41.5 cm, 104.5 cm and 106.5-107.5 cm from the hub. The neuron 070 was kinked approximately 43.5 cm from the hub. A demonstration mandrel was attempted to be advanced into the neuron 070. Resistance was experience at the kinked location and the mandrel was unable to advance further. Conclusions: evaluation of the returned neuron 070 revealed a midshaft kink and distal ovalizations. If the device is forcefully gripped or pinched during introduction to a parent device, it may become ovalized. In addition, if the included peel away sheath is not properly used it may contribute to the catheter becoming ovalized on its distal end. The midshaft kink was likely a result of forcefully advancing the device against resistance. The ovalizations may have contributed to resistance experienced when attempting to advance the device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.